Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, upon insertion of the nps sheath, a dissection with extravasation was noticed in the cca. This led the physician to perform a common carotid patch repair to resolve the dissection. It was reported that the procedure was completed successfully and the patient is stable.